Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Operative report. Surgeon: (B)(6). Assistant: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: repair of ventral hernia with mesh (possible component separation). Surgical findings: extensive ventral hernia, lateral retraction of rectus complex. Anesthesia: general. Complications: none. Specimen: none. Drains. (B)(6) x2 subcutaneous. Condition: stable. Estimated blood loss: 75 cc. Implant: dual mesh plus 20 x 15. [Description of procedure]: ¿the patient is identified, and after obtaining informed consent is taken to the operating room suite were general anesthesia is induced. The abdomen is prepped and draped in standard fashion. A midline incision is made and the margins of the hernia are identified clearly. There was a significant lateral retraction of the rectus abdominus complex, and a moderate amount of attenuated, thinned out tissue in the midline. Mobilization in the subcutaneous plane above the rectus abdominus complex is carried out lateral, and the fascia is incised for an anterior rectus release. An underlay of mesh from the 20 x 15 dualmesh plus is then sutured with mattress sutures, full thickness abdominal wall lateral to the release. At this point, with the mesh stretched across, sutures are tied. It should be noted that some element of lysis of adhesion was carried out prior to placement of the mesh. This is no to her additional pathology noted. At this point the sutures are tied; the mesh is stretched rather tightly across the defect. The attenuated tissue is then excised, and the rectus abdominus complexes are reapproximated in the midline with double loop nylon sutures; each is started at each end and then tied in the middle. It should be noted that prior to the approximation of the subcutaneous plane the redundant skin was excised and the subcutaneous plane is completed with 3-0 vicryl suture. Two subcutaneous drains were placed. Ten [sic] flat (B)(6) drains through separate stab wounds inferiorly and secured with a 3-0 nylon. At this point, the skin is approximated with 4-0 vicryl subcuticular skin closure technique and attached to (B)(6) bulbs. Wound irrigation was completed prior to closure. Steri-strips and sterile dressings were applied. The patient had an abdominal binder. Estimated blood loss was 75 ml. The patient tolerated the operative procedure and anesthesia while suffering no complications or immediate sequelae as a result of the operative procedure and anesthesia. Sponge, needle and instrument counts were correct.¿ (B)(6) 2013: (B)(6); . Implant record. Dualmesh plus (gore). Ref: (B)(4). Exp 02/[illegible]. Size: 18 x 24. The records confirm a gore® dualmesh® plus (1dlmcp06/[lot # not indicated]) was implanted during the procedure. (B)(6) 2013: (B)(6); . (B)(6). Discharge summary. Discharge diagnosis: ventral hernia. Procedures: repair of ventral hernia with mesh (possible component separation). Discharge condition: good. Follow-up with (B)(6) md in 1 week. Regular diet. No lifting, driving, or strenuous exercise for 2 weeks. Drain care: keep bulb compressed. (B)(6) 2013: (B)(6) md. Radiology-CT abdomen/pelvis. Findings: there is a ventral hernia mesh in place along the anterior abdominal wall with percutaneous drainage catheters seen along the anterior abdominal wall. There is a lining of fluid along the anterior abdominal wall, especially surrounding the rectus muscles on both sides. There is fat stranding the anterior abdominal wall anterior to the recuts sheath and the [sic] surrounding the rectus sheath. There is fluid around the hernia mesh, especially anterior to the hernia mesh, especially along the right lateral margin and to a lesser extent along the left lateral margin. It is not clear whether this is a seroma or whether this represents edema or whether this represents inflammatory fluid. An infectious process within this fluid cannot be entirely excluded either. Ordering provider: (B)(6). (B)(6) 2013: (B)(6) md. Discharge summary. Internal medicine. Admit date: (B)(6) 2013. Discharge date: 08/06/13. Admitting physician: (B)(6) md. Admitting diagnoses: generalized abdominal pain. Hospital course: patient admitted with abd [abdominal] pain, question of fluid collection on CT scan. Seen by (B)(6). Drains removed. Felt no infectious source on CT scan. Patient afebrile for 24 hours in hospital. Impression and plan: will follow up with (B)(6), scrip for norco, will need pain clinic eval if continues. (B)(6) 2013: (B)(6) md. Radiology-CT abdomen/pelvis. Findings: compared to the 08/04/13 examination, at the level of the herniorrhaphy mesh along the anterior abdominal wall just underneath the mesh is a fluid collection which has developed in the interim and measures a maximal transverse dimension of 11.1 cm and a maximal ap [anteroposterior] dimension of 3.2 cm. The craniocaudal length is 7.5 cm. There has been interval removal of the bilateral abdominal wall drainage tubes however there is now a new fluid collection along the left recuts abdominis anterior border measuring 6.8 cm x 4.1 cm in maximal transverse and ap [anteroposterior] dimensions and approximately 10 cm in craniocaudal length. There is more infiltration of the subcutaneous fat in that region more toward the left side as well as some thickening of the skin in that region as well. There is also some asymmetric enlargement of the left recuts abdominis just above the umbilicus possibly due to some intramuscular injury or hematoma as well as a similar finding seen to a lesser degree of the right rectus abdominis. The findings are likely due to interval development of seromas and/or hematomas however infection of these fluid collections cannot be excluded especially of the left rectus abdominis associated fluid collection. There does appear to be an associated cellulitis of the anterior abdominal wall extending far laterally toward the left side. Impression: compared to the 08/04/13 exam, there is interval development of fluid collections underneath the anterior abdominal wall herniorrhaphy mesh as well as along the left sided recuts abdominis musculature along with what appears to be edema and likely cellulitis changes along the anterior abdominal wall mostly on the left extending far laterally toward the left side. Infection of these fluid collections cannot be excluded. These are most likely seromas or hematomas. Please see above for discussion. (B)(6) 2013: (B)(6). Ir [interventional radiology] procedure note. Radiology-ultrasound guided abscess drainage catheter placement. Interventionalist: (B)(6). Conscious sedation given: yes, see conscious sedation log. Other meds given: 1% lidocaine. Contrast used: none. Blood loss: nnone [sic]. Major findings: under ultrasound guidance, 8 fr [french] drainage catheter placed in to the left anterior abdominal abscess. 80 ml of foul-smelling pus aspirated. Specimen sent to lab for cultures, gram stain. The catheter was then connected to the bulb for suction drainage. Complications: none. Full dictated report to follow. (B)(6) 2013: (B)(6). (B)(6). Discharge summary. Internal medicine. Admit date: (B)(6)2013. Discharge date: (B)(6) 2013. Admission diagnoses: abdominal wall cellulitis, abdominal abscess. Hospital course: patient admitted with fever, abdominal wall cellulitis. Had irad [interventional radiology] procedure performed on 09/11/13, culture was confirmed mssa [methicillin-sensitive staphylococcus aureus]. Discussed with ID [infectious disease], gen surg [general surgery] and patient occurred with options. Final option decided upon was IV [intravenous] abs [antibiotics] thru PICC line for 4-6 weeks with follow up with oral abx [antibiotics]. Surgery will be last resort. Activity as tolerated, regular diet and cardiac diet, wound care as directed, follow up with branshaw/rehalreilly in two weeks. (B)(6) 2013: (B)(6). (B)(6). Ir [interventional radiology] procedure note. Radiology-fluoroscopic guided abscessogram. Interventionalist: (B)(6). Conscious sedation given: no, see conscious sedation log. Other meds given: 1% lidocaine. Contrast used: non-ionic 15 ml. Blood loss: nnone [sic]. Major findings: small residual cavity at the catheter site. Clinically patient feels better. Minimal output through the catheter. Complications: none. Full dictated report to follow. (B)(6) 2013: (B)(6). Ir [interventional radiology] procedure note. Radiology-ultrasound guided aspiration of the right superficial abdominal fluid collection. Interventionalist: (B)(6). Conscious sedation given: no, see conscious sedation log. Other meds given: 1% lidocaine. Contrast used: none. Blood loss: nnone [sic]. Major findings: 18-gauge needle placed in to the right superficial fluid collection. 60 ml of cloudy fluid is aspirated. Post aspiration ultrasound reveal no residual fluid. No drainage catheter placed. Complications: none. Full dictated report to follow. (B)(6) 2013: (B)(6) . Emergency room visit. (B)(6). Abdominal pain, status post ventral herniorrhaphy in july 2013, developed cellulitis and abscess postoperatively. Interventional radiology drained his abscess. Patient received IV [intravenous] antibiotics through old PICC [peripherally inserted central catheter] from 4-6 weeks. Infections disease consult had been obtained with his hospitalization by (B)(6). Patient now presents with abdominal pain and erythema to mid abdomen with discomfort and low grade fever past 4 days. Symptoms worsened with increased erythema as well as fever to 103. Patient started leftover keflex and took 2 doses of 1000 mg today x 2. Associated headache and myalgia with chills. Denies nausea, vomiting, diarrhea, dizziness or syncope. Examination: height 5¿8¿. Weight 185 lb. 13.6 oz. Bmi 28.26. Abdomen; tenderness in the periumbilical area, guarding. Impression and plan: abscess of abdominal wall, cellulitis abdominal wall. Patient presents with symptoms concerning for abdominal cellulitis as well as abscess. With fever and tachycardia, concerned for possible sepsis. Cbc [complete blood count] unremarkable with white blood cell count of 9.7. Chemistry panel unremarkable. Serum lactic level normal. CT of abdomen and pelvis noted subcutaneous fat infiltration consistent with cellulitis as well as fluid collections with internal emphysema suspicious for abscess formation seen both around the ventral hernia mesh as well as superficially in the region of the left greater than right rectus muscle sheaths and subcutaneous fat of the anterior abdominal wall. Based on finding, patient will be admitted. Primary are physician contacted with surgical consult with (B)(6) and infectious disease consult with (B)(6). (B)(6) recommended IV [intravenous] zosyn 3.375 grams which was given here. Blood cultures x 2 obtained. (B)(6) will obtain interventional radiology consult. Admitted to medical-surgical floor. (B)(6) 2013: (B)(6). Radiology-CT abdomen/pelvis. Comparison: (B)(6)2013. Indication: abdominal pain in the area of hernia repair. Fever. Rule out abscess. Status post hernia repair 6 months ago. Findings: anterior abdominal wall hernia repair with mesh. There is a fusiform collection, presumed abscess, in the anterior abdominal wall at the hernia repair site that measures 8.4 x 3 x 7 cm in size. This fluid collection also contains areas of air. When assessing this fluid collection and its relationship to the hernia mesh is unclear if the mesh has torn centrally or has collapsed deep centrally due to a fluid collection. This fluid collection centrally extending cephalad to the tip of the xiphoid process. In any case the air and configuration of the hernia mesh in this region has altered dramatically compared to previous. The underlying small bowel in this region is intimately attached to the posterior wall of the anterior abdominal cavity, though there is no discrete communication noted a fistula communication is suspected based on air in the abscess cavities. In the subcutaneous fat anterior to the abdominal wall there are more ill-defined bilateral fluid collections both which contains small amounts of air. These were noted previously and are little changed in size except for the new air. On the left it measures 7.7 x 2.8 x 8.6 cm. On the right more ill-defined and phlegmon like it measures 6.1 x 2.8 x 6.5 cm. Impression: presumed abscess cavity at ventral hernia mesh repair site with 2 further subcutaneous abscess cavities. All 3 contain air and thus presumed small bowel fistula communication. Please see above discussion. Ordering provider: (B)(6). (B)(6) 2013: (B)(6). (B)(6) md. History and physical. Recurrent infection after incisional hernia repair, status post ic abt¿s at opic [unknown abbreviations]. Fever and abdominal pain x 48 hours, abnormal CT abdomen with abscess, status post ID [infectious disease] eval [evaluation], recc [recommend] irad [interventional radiology] aspiration. Examination: abdomen tender to touch, swelling and erythema ½ abdomen. Impression and plan: abscess of abdominal wall. Irad procedure, pain control, IV [intravenous] abt¿s [unknown abbreviation, possible antibiotics]. (B)(6) 2013: (B)(6). (B)(6) md. Surgery consult note. Abdominal pain, redness to mid abdomen x approx. [Approximately] 4 days. 24 hours of antibiotics, redness had disappeared. No change in bowel habits. No pain or discomfort until 4 days ago when developed fever of 102. History: gastric bypass surgery 2008. Hernia repair. Former smoker, occasional cigar. Examination: height 5¿9¿. Weight 185 lb. 13.6 oz. Bmi 27.44. Abdomen tenderness moderate in the luq [left upper quadrant]. Impression and plan: irreducible ventral incisional hernia, generalized abdominal pain, cellulitis abdominal wall, seroma postoperative, abscess of abdominal wall. Irad drainage, antibiotics, ID [infectious disease] consult. (B)(6) 2013: (B)(6). (B)(6). Consult, infectious disease. Infected abdominal wall, mesh, abscess. Ventral hernia repair with dualmesh plus (B)(6) 2013, presented sep [september] 2013 with abscess aspirate grew mssa [methicillin-sensitive staphylococcus aureus] drainage per irad [interventional radiology] rx [prescription] as outpatient with invanz IV [intravenous]. Now with red abd [abdominal] wall and CT with fluid/gas collections in abdominal wall/mesh question of fistula to bowel. Completed IV [intravenous] abx [antibiotics] in opic [outpatient infusion center] (B)(6) 2013 and felt fine after until past week, low grade temp, pain left of incision as before and finally temperature 102 with rigors presented to ed [emergency department]. Examination: abdomen soft, scar intact, tender induration but no redness or fluctuance or drainage left of scar. Impression: abdominal wall abscess, infection mesh, mssa [methicillin-sensitive staphylococcus aureus] in past, ? Intestinal fistula. Recommendations, IV [intravenous] zosyn, aspiration per irad [interventional radiology] ¿ better define process and get culture, place PICC [peripherally inserted central catheter]¿ will need IV [intravenous] abx [antibiotics] whatever else happens. (B)(6) 2013: (B)(6). (B)(6). Radiology-CT guided abscess drain. CT-guided abscess drainage catheter placement into the mid anterior abdominal abscess. CT-guided aspiration of small paramedian subcutaneous abscesses. Clinical history: history of herniorrhaphy, prior abscess in the anterior abdominal cavity with the status post drainage catheter aspiration is referred with a recurrent abscess in the anterior abdomen with two smaller paramedian abscesses in the subcutaneous tissue. Patient is complaining of abdominal pain, fever and hence is referred for repeat drainage catheter placement. Technique: patient is placed supine on the CT table and multiple 2 mm axial images though the upper abdomen were performed which reveal an abnormal fluid collection in the mid anterior abdomen underneath the subcutaneous tissue anterior to the previously placed mesh with air pocket suggesting abscess. There are two small paramedian subcutaneous pockets also noted. Initially, 18-gauge needle was advanced into the mid anterior abdominal cavity abscess. Approximately 20 ml of foul-smelling thick pus is aspirated. Subsequently, eight french drainage catheter is placed and approximately 40 ml of pus was aspirated. The drainage catheter then secured to the skin with 2-0 silk and was then connected to the bulb for suction drainage. Following this, 18-gauge needles were advanced into the two smaller subcutaneous paramedian abscesses. 15 ml of pus aspirated from the left and 10 ml of pus is aspirated from the paramedian subcutaneous abscesses. The specimens were then sent to the microbiology for cultures. Patient tolerated the procedure well. No immediate complications. Impression: CT-guided abscess drainage catheter placement into the mid anterior abdominal cavity abscess as described above. Successful aspiration of bilateral paramedian subcutaneous small abscess is as described above. (B)(6)2013: (B)(6). Laboratory-microbiology. Specimen/abscess, abdominal. Gram stain: moderate gram positive cocci, few gram negative rods, moderate neutrophils. Culture result: moderate growth enterococcus species. Synergy between penicillin and aminoglycoside is like to occur as determined by the high level of aminoglycoside test for synergy. Combination therapy with penicillin plus an aminoglycoside is usually indicated for serious enterococcal infections, such as endocarditis. Anaerobic isolate: light growth prevotella melaninogenica (bacteroides). Isolate #1 enterococcus species. Ordering provider: not indicated. (B)(6) 2013: (B)(6). Laboratory. Specimen: abdominal wall abscess. Cell count/reflex differential, fluid: white blood cells 696255 h (0-200), red blood cells 531000 h (0-2000). (B)(6) 2013: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: abscess, possible sb [small bowel] fistula. Comparison: (B)(6) 2013. Findings: redemonstration of anterior abdominal wall hernia repair with mesh placement. The fluid collection at the site of the hernia mesh has significantly decreased in size from previous study, with some air and fluid around the mesh, previously seen enhancement is difficult to appreciate. This is in close proximity to the underlying small bowel, and as noted before fistulous communication is difficulty to exclude. There is a fluid collection along the left recuts abdominis muscle measuring approximately 9.3 x 2.4 cm, which has mildly increased in size, though air is no longer seen here. There is an area of ill-defined fluid and phlegmonous change in the right sided subcutaneous tissue again noted, with a small amount of gas; this is also mildly increased in size. These collections are nonspecific and could represent areas of seroma, hematoma or abscess. Ordering provider: (B)(6). (B)(6) 2013: (B)(6). (B)(6). Radiology-ultrasound guided aspiration superficial subcutaneous bilateral paramedian fluid collections. Clinical history: history of prior herniorrhaphy, status post infection with a recurrent fluid collection is referred for aspiration. Technique: patient is placed supine on the ultrasound table and multiple ultrasound images of the abdomen were performed which reveal two small superficial bilateral paramedian subcutaneous fluid collections slightly larger on the left. Skin is prepped and draped in the usual sterile fashion. 1% lidocaine was given subcutaneously for local anesthesia. Initially, under ultrasound guidance 18-gauge needle was advanced into the left paramedian subcutaneous fluid collection. Approximately 35 ml of pus aspirated. Subsequently 18-gauge needle was advanced into the right paramedian subcutaneous small fluid collection and 15 ml of pus is aspirated. The specimen was then sent to the microbiology for further investigation for cultures, gram stain. Post aspiration ultrasound revealed minimal residual fluid otherwise there is significant improvement. Patient tolerated the procedure well. No immediate complications. These findings were discussed with (B)(6). Impression: ultrasound-guided aspiration of bilateral small subcutaneous superficial paramedian fluid collections as described above. (B)(6) 2013: (B)(6). Laboratory-microbiology. Specimen/abscess, abdominal. Gram stain: few gram positive cocci, moderate neutrophils. Culture result: no anaerobes isolated at 4 days. Isolate #1: moderate growth alpha streptococci-not enterococci. Isolate #2: light growth (1 colony) lactobacillus species. (B)(6) 2013: (B)(6). Laboratory. Specimen: abdominal abscess. Cell count/reflex differential, fluid: white blood cells 645400 h (0-200), red blood cells 600000 h (0-2000). (B)(6) 2013: (B)(6) . (B)(6) md. Operative report. Surgeon: (B)(6). Assistant: none. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Procedure: removal of infected abdominal wall mesh. Surgical findings: infected prosthetic mesh with no clear evidence for bowel fistula, viscera completely pancaked in granulation tissue. Anesthesia: general. Complications: none. Specimen: mesh removed and cultures sent. Drains: (B)(6) right 10 flat into subfascial space, left 10 flat into suprafascial location. Condition: stable. Estimated blood loss: 15 cc minimal. Operative technique: dictation on (B)(6) 2013 11:52 am by(B)(6). (B)(6) 2013: [missing records: full dictated report of operation for the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6)2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 1203: (B)(6). Laboratory-microbiology. Specimen/abscess, abdominal. Gram stain: few neutrophils, no organisms seen. Culture result: no anaerobes isolated at 2 days. No anaerobes isolated at 4 days. Culture complete. Source: abdominal wound. (B)(6) 2013: (B)(6). (B)(6). Discharge summary. Admit date: (B)(6) 2013. Discharge date: 12/07/13. Admission diagnoses: abscess of abdominal wall, cellulitis abdominal wall. Discharge diagnoses: abdominal abscess, enterococcus, status post exploratory lap [laparoscopy] with mesh removal and drain placement. Indication for admission: fever, cellulitis. Hospital course: patient admitted for fever, elevated wbc [white blood cells]. CT scan c/w [consistent with] recurrent abscess, drain placed, culture c/w [consistent with] enterococcus. Seen by (B)(6), lewis. Patient eventually needed surgery to remove mesh after persistent pain and fever. Surgery performed, patient did well post op [postoperative], sent home with course of IV [intravenous] abx [antibiotics] and drains, to follow up with ID [infectious disease] and gs [general surgery]. Activity no heavy lifting for 6 weeks, regular diet, wound care as directed, follow up with batty in 1 week. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (B)(6) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span july 11, 2013 through december 7, 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ weight ¿ (B)(6) 2013: 185 lb. 13.6 oz., bmi 28.26 ¿ smoking ¿ (B)(6) 2013: ¿former smoker, occasional cigar.¿ surgical procedures: ¿ 2008: gastric bypass surgery ¿ (B)(6) 2013: repair of ventral hernia with mesh (possible component separation). Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2013: ultrasound guided abscess drainage catheter placement ¿ (B)(6) 2013: fluoroscopic guided abscessogram ¿ (B)(6) 2013: ultrasound guided aspiration of the right superficial abdominal fluid collection ¿ (B)(6) 2013: CT-guided abscess drainage catheter placement into the mid anterior abdominal abscess. CT-guided aspiration of small paramedian subcutaneous abscesses. ¿ (B)(6) 2013: ultrasound guided aspiration superficial subcutaneous bilateral paramedian fluid collections ¿ (B)(6) 2013: removal of infected abdominal wall mesh implant preoperative complaints: (B)(6) 2013: preoperative diagnosis: ¿ventral hernia.¿ implant procedure: repair of ventral hernia with mesh (possible component separation). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/unknown, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2013 [hospitalization july 11-13, 2013] ¿ wound classification: unknown ¿ findings: ¿extensive ventral hernia, lateral retraction of rectus complex.¿ ¿ description of hernia being treated: ¿a midline incision is made and the margins of the hernia are identified clearly. There was a significant lateral retraction of the rectus abdominus complex, and a moderate amount of attenuated, thinned out tissue in the midline. Mobilization in the subcutaneous plane above the rectus abdominus complex is carried out lateral, and the fascia is incised for an anterior rectus release.¿ ¿ implant size and fixation: ¿an underlay of mesh from the 20 x 15 dualmesh plus is then sutured with mattress sutures, full thickness abdominal wall lateral to the release. At this point, with the mesh stretched across, sutures are tied. It should be noted that some element of lysis of adhesion was carried out prior to placement of the mesh. This is no (sic) to her additional pathology noted. At this point the sutures are tied; the mesh is stretched rather tightly across the defect. The attenuated tissue is then excised , and the rectus abdominus complexes are reapproximated in the midline with double loop nylon sutures; each is started at each end and then tied in the middle. It should be noted that prior to the approximation of the subcutaneous plane the redundant skin was excised and the subcutaneous plane is completed with 3-0 vicryl suture. Two subcutaneous drains were placed. Ten [sic] flat jackson-pratt drains through separate stab wounds inferiorly and secured with a 3-0 nylon. At this point, the skin is approximated with 4-0 vicryl subcuticular skin closure technique and attached to jackson-pratt bulbs. Wound irrigation was completed prior to closure.¿ ¿ 7/13/13: discharge: ¿follow-up with md in 1 week.¿ ¿no lifting, driving, or strenuous exercise for 2 weeks. Drain care: keep bulb compressed.¿ relevant medical information: ¿ inpatient hospitalization [hospitalization dates (B)(6), 2013] ¿ 8/5/13: CT abdomen/pelvis [a/p]: findings: ¿there is a ventral hernia mesh in place along the anterior abdominal wall with percutaneous drainage catheters seen along the anterior abdominal wall. There is a lining of fluid along the anterior abdominal wall, especially surrounding the rectus muscles on both sides. There is fat stranding the anterior abdominal wall anterior to the recuts sheath and the [sic] surrounding the rectus sheath. There is fluid around the hernia mesh, especially anterior to the hernia mesh, especially along the right lateral margin and to a lesser extent along the left lateral margin. It is not clear whether this is a seroma or whether this represents edema or whether this represents inflammatory fluid. An infectious process within this fluid cannot be entirely excluded either.¿ ¿ 8/6/13: discharge summary: ¿admitting diagnoses: generalized abdominal pain. Hospital course: patient admitted with abd [abdominal] pain, question of fluid collection on CT scan.¿ ¿drains removed. Felt no infectious source on CT scan. Patient afebrile for 24 hours in hospital. Impression and plan: will follow up with dr. B., scrip for norco, will need pain clinic eval if continues.¿ ¿ 9/7/13: CT a/p: ¿impression: compared to the 8/4/13 exam, there is interval development of fluid collections underneath the anterior abdominal wall herniorrhaphy mesh as well as along the left sided recuts abdominis musculature along with what appears to be edema and likely cellulitis changes along the anterior abdominal wall mostly on the left extending far laterally toward the left side. Infection of these fluid collections cannot be excluded. These are most likely seromas or hematomas.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6) 2013] ¿ 9/10/13: ultrasound guided abscess drainage catheter placement: ¿findings: under ultrasound guidance, 8 fr [french] drainage catheter placed in to the left anterior abdominal abscess. 80 ml of foul-smelling pus aspirated. Specimen sent to lab for cultures, gram stain. The catheter was then connected to the bulb for suction drainage.¿ ¿ 9/13/13: discharge summary: ¿admission diagnoses: abdominal wall cellulitis, abdominal abscess.¿ ¿patient admitted with fever, abdominal wall cellulitis. Had irad [interventional radiology] procedure performed on 9/11/13, culture was confirmed mssa [methicillin-sensitive staphylococcus aureus]. Discussed with ID [infectious disease], gen surg [general surgery] and patient occurred with options. Final option decided upon was IV [intravenous] abs [antibiotics] thru PICC line for 4-6 weeks with follow up with oral abx [antibiotics]. Surgery will be last resort.¿ ¿ 9/17/13: fluoroscopic guided abscessogram: ¿findings: small residual cavity at the catheter site. Clinically patient feels better. Minimal output through the catheter.¿ ¿ 9/26/13: ultrasound guided aspiration of the right superficial abdominal fluid collection: ¿findings: 18-gauge needle placed in to the right superficial fluid collection. 60 ml of cloudy fluid is aspirated . Post aspiration ultrasound reveal no residual fluid. No drainage catheter placed.¿ ¿ [a microbiology report from the 9/26/13 ultrasound guided aspiration was not provided.] Explant preoperative complaints: ¿ (B)(6) 2013: emergency room [ER]: ¿abdominal pain, status post ventral herniorrhaphy in july 2013, developed cellulitis and abscess postoperatively. Interventional radiology drained his abscess. Patient received IV [intravenous] antibiotics through old PICC [peripherally inserted central catheter] from 4-6 weeks. Infections [sic] disease consult had been obtained with his hospitalization by dr. S.l. Patient now presents with abdominal pain and erythema to mid abdomen with discomfort and low grade fever past 4 days. Symptoms worsened with increased erythema as well as fever to 103. Patient started leftover keflex and took 2 doses of 1000 mg today x 2. Associated headache and myalgia with chills. Denies nausea, vomiting, diarrhea, dizziness or syncope.¿ ¿impression and plan: abscess of abdominal wall, cellulitis abdominal wall. Patient presents with symptoms concerning for abdominal cellulitis as well as abscess. With fever and tachycardia, concerned for possible sepsis." ¿CT of abdomen and pelvis noted subcutaneous fat infiltration consistent with cellulitis as well as fluid collections with internal emphysema suspicious for abscess formation seen both around the ventral hernia mesh as well as superficially in the region of the left greater than right rectus muscle sheaths and subcutaneous fat of the anterior abdominal wall. Based on finding, patient will be admitted.¿ ¿ 11/28/13: CT abdomen/pelvis: ¿indication: abdominal pain in the area of hernia repair. Fever. Rule out abscess. Status post hernia repair 6 months ago. Findings: anterior abdominal wall hernia repair with mesh. There is a fusiform collection, presumed abscess, in the anterior abdominal wall at the hernia repair site that measures 8.4 x 3 x 7 cm in size. This fluid collection also contains areas of air. When assessing this fluid collection and its relationship to the hernia mesh is unclear if the mesh has torn centrally or has collapsed deep centrally due to a fluid collection. This fluid collection centrally extending cephalad to the tip of the xiphoid process. In any case the air and configuration of the hernia mesh in this region has altered dramatically compared to previous. The underlying small bowel in this region is intimately attached to the posterior wall of the anterior abdominal cavity, though there is no discrete communication noted a fistula communication is suspected based on air in the abscess cavities. In the subcutaneous fat anterior to the abdominal wall there are more ill-defined bilateral fluid collections both which contains small amounts of air. These were noted previously and are little changed in size except for the new air. On the left it measures 7.7 x 2.8 x 8.6 cm. On the right more ill-defined and phlegmon like it measures 6.1 x 2.8 x 6.5 cm. Impression: presumed abscess cavity at ventral hernia mesh repair site with 2 further subcutaneous abscess cavities. All 3 contain air and thus presumed small bowel fistula communication.¿ ¿ (B)(6) 2013: surgery consult: ¿impression and plan: irreducible ventral incisional hernia, generalized abdominal pain, cellulitis abdominal wall, seroma postoperative, abscess of abdominal wall. Irad drainage, antibiotics, ID [infectious disease] consult.¿ ¿ 11/29/13: consult, infectious disease: ¿infected abdominal wall, mesh, abscess.¿ ¿now with red abd [abdominal] wall and CT with fluid/gas collections in abdominal wall/mesh question of fistula to bowel. Completed IV [intravenous] abx [antibiotics] in opic [outpatient infusion center] 10/24/13 and felt fine after until past week, low grade temp, pain left of incision as before and finally temperature 102 with rigors presented to ed [emergency department]. Examination: abdomen soft, scar intact, tender induration but no redness or fluctuance or drainage left of scar. Impression: abdominal wall abscess, infection mesh, mssa [methicillin-sensitive staphylococcus aureus] in past, ? Intestinal fistula. Recommendations, IV [intravenous] zosyn, aspiration per irad [interventional radiology] ¿ better define [sic] process and get culture, place PICC [peripherally inserted central catheter]¿ will need IV [intravenous] abx [antibiotics].¿ ¿ 11/29/13: CT-guided abscess drainage catheter placement into the mid anterior abdominal abscess. CT-guided aspiration of small paramedian subcutaneous abscesses: ¿patient is placed supine on the CT table and multiple 2 mm axial images though the upper abdomen were performed which reveal an abnormal fluid collection in the mid anterior abdomen underneath the subcutaneous tissue anterior to the previously placed mesh with air pocket suggesting abscess. There are two small paramedian subcutaneous pockets also noted. Initially, 18-gauge needle was advanced into the mid anterior abdominal cavity abscess. Approximately 20 ml of foul-smelling thick pus is aspirated . Subsequently, eight french drainage catheter is placed and approximately 40 ml of pus was aspirated. The drainage catheter then secured to the skin with 2-0 silk and was then connected to the bulb for suction drainage. Following this, 18-gauge needles were advanced into the two smaller subcutaneous paramedian abscesses. 15 ml of pus aspirated from the left and 10 ml of pus is aspirated from the paramedian subcutaneous abscesses.¿ ¿ 11/29/13: microbiology: ¿gram stain: moderate gram positive cocci, few gram negative rods, moderate neutrophils. Culture result: moderate growth enterococcus species.¿ ¿anaerobic isolate: light growth prevotella melaninogenica (bacteroides). Isolate #1 enterococcus species.¿ ¿ 12/2/13: CT abdomen/pelvis: ¿findings: redemonstration of anterior abdominal wall hernia repair with mesh placement. The fluid collection at the site of the hernia mesh has significantly decreased in size from previous study, with some air and fluid around the mesh, previously seen enhancement is difficult to appreciate. This is in close proximity to the underlying small bowel, and as noted before fistulous communication is difficulty to exclude. There is a fluid collection along the left recuts abdominis muscle measuring approximately 9.3 x 2.4 cm, which has mildly increased in size, though air is no longer seen here. There is an area of ill-defined fluid and phlegmonous change in the right sided subcutaneous tissue again noted, with a small amount of gas; this is also mildly increased in size. These collections are nonspecific and could represent areas of seroma, hematoma or abscess.¿ ¿ 12/3/13: ultrasound guided aspiration superficial subcutaneous bilateral paramedian fluid collections: ¿initially, under ultrasound guidance 18-gauge needle was advanced into the left paramedian subcutaneous fluid collection. Approximately 35 ml of pus aspirated . Subsequently 18-gauge needle was advanced into the right paramedian subcutaneous small fluid collection and 15 ml of pus is aspirated.¿ ¿ 12/3/13: microbiology: ¿gram stain: few gram positive cocci, moderate neutrophils. Culture result: no anaerobes isolated at 4 days. Isolate #1: moderate growth alpha streptococci-not enterococci. Isolate #2: light growth (1 colony) lactobacillus species.¿ explant procedure: removal of infected abdominal wall mesh. Explant date: (B)(6) 2013 [hospitalization dates (B)(6) 2013] ¿ wound classification: unknown ¿ findings: ¿infected prosthetic mesh with no clear evidence for bowel fistula , viscera completely pancaked in granulation tissue.¿ ¿ [full dictated report of operation for the 12/5/13 procedure was not provided.] ¿ [a pathology report detailing analysis of the device removed during the 12/5/13 procedure was not provided.] ¿ 12/5/13: microbiology: ¿specimen/abscess, abdominal. Gram stain: few neutrophils, no organisms seen. Culture result: no anaerobes isolated at 2 days. No anaerobes isolated at 4 days. Culture complete. Source: abdominal wound.¿ ¿ 12/7/13: discharge: ¿activity no heavy lifting for 6 weeks, regular diet, wound care as directed, follow up with b. In 1 week.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.